Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on the retunred product download. Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Observed cracked sensor neck upon visual inspection of the plug assembly. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. The investigation indicates that the cracked sensor neck was not a contributing factor to brown out reset. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brownout reset. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check if sensor is inserted correctly" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "shaking", "pallor", "sweating", "loss of senses", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood pressure and heart rate measurements with unspecified results, prior to diagnosing customer with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check if sensor is inserted correctly" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "shaking", "pallor", "sweating", "loss of senses", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood pressure and heart rate measurements with unspecified results, prior to diagnosing customer with hypoglycemia. There was no report of death or permanent impairment associated with this event.